Manufacturer narrative:
The pump remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed to this event include the patient's pre-existing rv dysfunction and pulmonary hypertension. There are possible patient and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Right heart failure is a known potential complication that may be associated with use of this product and in patients with heart failure. Device remains implanted.

Event description:
It was reported that the patient has been experiencing right ventricular (rv) failure post implant of the ventricular assist device (vad). The patient had mild rv dysfunction prior to implant which has worsened to moderate dysfunction with right atrial (ra)/rv enlargement post implant. It was suspected that air may have gotten into the right coronary artery (rca) at the time of implant. The patient has been on vasoconstrictors since implant for inotropic support. Echocardiogram revealed the septum remains midline and the left ventricle (lv) is being unloaded appropriately. A right heart catheterization showed ra pressure 16 and pulmonary capillary wedge pressure (pcwp) 28. The patient was treated with additional medication for rv dysfunction and inotropic support. The team attempted to wean the vasoconstrictor but vad flows trended downward with a loss of pulsatility. Medication was restarted and flows/pulsatility returned to baseline. It was also noted that the patient had underlying pulmonary hypertension. The vasoconstrictor was successfully weaned on post-op day 17. It was reported that the patient will likely require inotropic support until the time of transplant. Log files were sent which showed a decrease in flow/pulsatility correlating with the worsening rv function after initially weaning the vasoconstrictor. The vad remains in use and the patient remains in the intensive care unit at this time. No further patient complications have been reported as a result of this event.